Event description:
It was reported an 6f angio-seal sts plus device was used to seal the right leg arteriotomy post heart catheterization. The pt was discharged but returned to the physician's office 6 days later complaining of swelling and redness to the right groin. The pt was admitted to the hosp through the emergency room. The next day the pt had a fever of 99.6 and was started on levaquin, dose unk. Ultrasound exams were done, dates unk, which revealed a hematoma with no active bleeding. The pt was treated for a hematoma during the hospitalization.